Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
The customer advised the tube will not continually fill to the top line even when the product tube is not the first tube drawn. The customer advised a discard tube was drawn prior to the tube when a butterfly (winged needle set) was used.

Manufacturer narrative:
Received 1rk of 454334/b221033n for evaluation. Received customer picture. We have no further complaints for this material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.